Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the promus stent was implanted in the right coronary artery in 2008, the pt presented with chest pain, and stent thrombosis was present in the middle of the stent. The thrombosis was ballooned and re-stented with another company's stent. Patient is reportedly doing fine. No additional event or pt info is available. You are receiving this MDR report from abbot vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Angina and thrombosis, as listed in the promus instructions for use, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the angina is a secondary effect of the thrombosis. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.